Event description:
It was reported that the user experienced hyperglycemia with the ilet indicating high and a confirmatory fingerstick of 409 mg/dl, after which the user administered 2 units of subcutaneous humalog and paused the ilet; troubleshooting identified that during a recent infusion set change with a cartridge less than half full, the user rewound and only partially filled the tubing before resuming delivery, resulting in no insulin delivery through the tube. Symptoms included hyperglycemia. Outcomes included no health consequences or lasting impact. Investigation included communication with the user, analysis of information provided, and review of device engineering logs. Investigation of this case revealed a usage problem due to failure to follow instructions and an improper procedure during the infusion set change, with no device problem found and the tube implicated as the affected component; a full supply change was completed and delivery will be resumed after the pause. It was concluded, based on previously established findings for similar reports, that the cause was unclear regarding the hyperglycemia event, though user handling error contributed. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.